Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was due to the drive train motor brake gap being out of specification, likely attributed to wear and tear. The autopulse platform was manufactured in december 2011, and it is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform was performed. During open-case visual inspection, it was noted that four of the plastic screw bosses connecting the black encoder cover to the top cover of the platform were cracked, unrelated to the reported complaint. This can occur from over-tightening of the screws. The bosses contain brass inserts to secure the screws, so minor cracks of the plastic were repaired with a bonding adhesive without affecting the structural integrity of the platform or the required torque specification for the screws. Review of the archive showed a system error user advisory (ua) 139 (unable to hold compression position) message to have occurred around the reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The drivetrain motor brake gap was adjusted within the specification to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.